Event description:
It was reported that on multiple occasions, a homecare pt experienced device insertion and suctioning problems with use of two (2), size 5.5 ped, pediatric tracheostomy tubes. It was also reported that shortly after intubation, the pt experienced discomfort and developed increased secretions causing the device to become plugged. The problems occurred after the devices were in use for approx one (1) day. The reported 04/97 event required medical intervention when the pts device became plugged and could not be successfully suctioned. The pt experienced temporary respiratory distress and required the device to be changed-out. The pt returned to baseline condition shortly after reintubation.